Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they did not receive low battery alert prior to the replace battery alarm. The customer's blood glucose level was unknown. The customer also reported that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The customer stated that was the second occurrence of replace battery alert without a low battery warning. The insulin pump will need to be replaced and may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing.